Event description:
It was reported that the patient experienced a stroke, requiring additional intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient emerged from general endotracheal anesthesia (geta) with left side face droop and left side weakness that was worse than pre-operation baseline. Imaging revealed an occluded right common carotid artery and right internal carotid artery and thrombus within the stent. A thrombectomy was performed and the physician elected to reline the stent with an additional enroute stent. The patient returned to baseline approximately four hours post thrombectomy.

Manufacturer narrative:
It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. A review of the enroute transcarotid stent device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experienced a stroke, requiring additional intervention. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient emerged from general endotracheal anesthesia (geta) with left side face droop and left side weakness that was worse than pre-operation baseline. Imaging revealed an occluded right common carotid artery and right internal carotid artery and thrombus within the stent. A thrombectomy was performed and the physician elected to reline the stent with an additional enroute stent. The patient returned to baseline approximately four hours post thrombectomy.